Event description:
Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6) 2014 respectively with the following findings: the meter passed all testing with no faults found. The error could not be reproduced. The test strips were found to have an error 4 issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.